Manufacturer narrative:
There were multiple PMA 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k023331. PMA / 510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was foreign matter in the gel of two tubes and one tube was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x2. Damaged tube x1.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for fm in gel and damaged tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was foreign matter in the gel of two tubes and one tube was damaged. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x2, damaged tube x1.